Event description:
Medtronic synchromed ii pump, premature end of pump life due to battery issue. Patient returned to the pain clinic for urgent follow-up evaluation. She suffers from chronic pain syndrome and her pain is managed with medtronic intrathecal pain pump. She began developing nausea, vomiting, diarrhea, diaphoresis, agitation, increased pain and anxiety. Her symptoms intensified over the next 48 hours. Her husband reported hearing a beeping sound coming from the pain pump. The pain pump was interrogated and results indicated "pump and states state", "reset occurred", "motor spell occurred", "stopped pump period may exceed tube set". Log reports were obtained indicating reset occurred - low battery noted. Medtronic's patient service was contacted, indicated that these findings indicate a battery issue with the synchromed ii pumps. Medication prescribed to minimize the patient's withdrawal symptoms and pain pump was replaced.